Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure at an unknown date, the patient sustained a perforation of the bowel. The intended procedure was converted to open surgery where the perforation was treated. The patient was subsequently hospitalized for recovery for three days.